Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and the image issue was due to a faulty sdi in connector on printed circuit board. Additional findings: no UDI label and the worn-out video connector causing poor connection with pigtails. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported the image from the video system center was not transferring to the processor or capturing the image. The image had to be manually sent to the processor. No error messages were displayed. The issue was found when preparing the device for use in a diagnostic procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was no image with 180 series scopes. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.